Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal precision ace procedure in mitral position where the patient underwent transcatheter mitral valve repair with the successful implantation of two study devices. The post-procedure tee (transesophageal echo) reported by the site revealed mitral regurgitation (mr) reduced from grade iii to grade I with a transvalvular gradient of 1 mmhg. In the evening on post operative day 0 (post index procedure), the patient reported pain and swelling in his right groin and genitals, at the site of the study procedure skin incision. Duplex sonography and contrast CT reported a right inguinal hernia and venous bleeding arising from perforation of the epigastric vein with an actively perfused hematoma located within the abdominal fascia. Vascular surgery was consulted and recommended following hgb and outpatient monitoring. Follow-up duplex sonography reported the venous perfused hematoma was completely thrombosed. In addition to the evidence of bleeding the baseline hgb was 14.8g/dl and hgb on post operative day 1 was 11.7g/dl, a 3.1g/dl drop in hgb that was not treated with blood products. The post-procedure tee revealed mild to moderate residual mr and once deemed stable, the patient was discharged home on post operative day 6.

Manufacturer narrative:
The complaint for difficult to insert device into patient resulting in tissue damage was confirmed with objective evidence. No manufacturing non-conformities were identified from the imaging evaluation. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Available information suggests that procedural conditions (techniques used to access femoral vein) may have contributed to the reported event.